Event description:
It was reported that the pulse generator was oversensing noise on the atrial channel. Decreasing atrial sensitivity would be considered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.